Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 90 mg/dl. Customer previously had a blood glucose level of 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched case, a scratched reservoir tube window and a cracked belt clip slot.